Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-05511.

Manufacturer narrative:
Eval results: as received, continuity testing revealed open/high impedance on the lead. The lead revealed an intermittent open wire on channel 4. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.